Manufacturer narrative:
The investigation was unable to determine a specific root cause. Additional information for the investigation was requested but not provided.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of one erroneous result when a sample was tested for troponin t hs (tnt) on a cobas e411 disk analyzer. The exact date of the event was not provided. The initial tnt was 192 pg/ml and was reported outside the laboratory. The laboratory owner questioned the result when he realized the ck and ckmb results were low. He repeated the tnt several times with results around 6 pg/ml. No specific data were provided. It is unknown if the patient was adversely affected; no adverse events were alleged. He performed tnt on all samples drawn that morning to determine if an operator had mixed up the samples. The results of this study were not provided. The reagent lot number and expiration date were requested but not provided. The customer declined further assistance with this matter and will not be providing additional information for further investigation.